Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced increased pain on the pocket area the patient was evaluated, it was noticed that the pocket area was also swelled. An infection and hematoma were suspected. An explant procedure was performed and during the procedure purulent secretion was observed. The whole system was explanted, the pocket was cleaned, and a re-implant procedure will be scheduled for the near future. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Updated information of the model/serial number was received; updated information was added to the following fields: a1: patient identifier d4: lot number d4: expiration date d4: unique identifier (UDI) # d6a: implant date d6b: explant date.

Event description:
It was reported that the patient with this implantable electrode experienced increased pain on the pocket area the patient was evaluated, it was noticed that the pocket area was also swelled. An infection and hematoma were suspected. An explant procedure was performed and during the procedure purulent secretion was observed. The whole system was explanted, the pocket was cleaned, and a re-implant procedure will be scheduled for the near future. This system is expected to be returned for analysis. No further adverse patient effects were reported.